Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following open heart surgery there was a lead warning on the right ventricular (rv) lead for a polarity switch. The device was reprogrammed to bipolar pacing and sensing. Lead function was noted to be normal and the lead remains in use. No patient complications have been reported as a result of this event.